Manufacturer narrative:
The reported malfunction was observed and attributed to high contact resistance within the front panel membrane. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.